Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis therapy patient experienced peritonitis and subsequently passed away. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the events. Treatment rendered for the peritonitis event was not reported. On an unreported date, the patient passed away. The cause of death was not reported and it was not report if an autopsy was performed. It was not reported if the patient had recovered from the peritonitis event prior to death. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.